Event description:
A medtronic representative reported that while in a cranial shunt procedure, the software became unresponsive during the navigation step. After trouble-shooting the issue the system was re-booted and returned to the navigation step. The surgeon completed the surgery with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.